Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nonsustained lead noise episodes were seen on a merlin.net transmission. The nonsustained lead noise episodes were triggered by mismatches between the near field and far field channels due to occasional pvcs. A software update resolved the issue. Patient condition is fine and the device remains implanted.